Event description:
A patient reports while wearing a pod between 4 and 24 hours their blood glucose level had rose to over 250 mg/dl. In addition while the patient reports receiving a hazard alarm during operation.

Manufacturer narrative:
An internal leak on the unexposed portion of the soft cannula was found, causing corrosion on internal components, insufficient battery voltages and preventing recovery of the device data. Without the data, it could not be determined if the device generated an alarm or if the damaged cannula contributes to the reported event.